Manufacturer narrative:
A livanova field service engineer was dispatched the customer and confirmed the issue. To solve the problem, patient pump and noisy circulation motor were replaced. Device was functionally tested and returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history indicated that the system was manufactured in 2024 and that no previous reports of similar events were reported. Based on all the available information and considering the outcome of investigations into similar cases, the most likely root cause of the reported event has been attributed to a defective component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report the a 3t heater coller displayed alamre20 (pump 3 is not working) during service. There was no patient involvement.